Event description:
The customer stated that the he performed normal control tests and received results of 232 and 222 mg/dl. While troubleshooting, he performed more control tests and received results of 235 and 255 mg/dl. The normal control range is 111-160 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.